Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket infection. Redness and swelling at the device site was also noted. The system was explanted. The patient was in a stable condition post procedure. The system will be replaced at a later date after the infection is cleared.